Manufacturer narrative:
E2015054. (B)(4). The 1 reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with failure to cut.patient information is not confirmed for the event.